Manufacturer narrative:
Product analysis the device was returned loaded on a 0.014¿ guidewire, approximately 22mm of the balloon was returned. The inner is stretched on the 0.014¿ guidewire and no markerbands are present, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a 2.5x60mm pacific plus pta balloon during treatment of the patient¿s common iliac vein (civ) & external iliac vein (eiv). The device was passed through a previously deployed stent. An inflation device was used. 50/50 contrast inflationfluid was used. Tracking difficulty during initial advancement was reported. Moderate resistance was noted, other balloon (bard atlas) was unable to cross the lesion. It was reported that the 2.5x60mm pacific plus balloon got stuck on an 018 non-medtronic wire and was safely removed with the wire from the patient. The physician then attempted to use a 7x40mm pacific plus pta balloon. It was reported that the 7x40mm pacific plus got stuck and detached at the target lesion as they tried to remove it. Only a partial piece of the balloon was removed. The detached component was left in the patient. Physician then attempted to use a nanocross elite pta balloon to pull out the detached 7x40mm pacific plus but the nanocross elite also got stuck and detached, the nanocross was removed with a snare. The detached nanocross elite was removed from the patient. Procedure was aborted. The patient may need surgical intervention to remove the remaining piece.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was reported that the remaining piece was retrieved with an endovascular approach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.